Manufacturer narrative:
The pump passed the operating currents measurement, self-test, unexpected restart, displacement, rewind, and basic occlusion tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump had a cracked case at the display window corner, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 152 mg/dl at the time of the incident. The customer stated that they were experiencing diabetic ketoacidosis but was not hospitalized. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.